Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial result was 150 mmol/l. The repeat result was 143.3 mmol/l. For sample 2, the initial result was 147 mmol/l. The repeat result was 139.2 mmol/l. For sample 3, the initial result was 147.4 mmol/l. The repeat result was 140 mmol/l. For sample 4, the initial result was 146 mmol/l. The repeat result was 137.3 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) exchanged several valves, replaced the sipper nozzle, replaced the ion-selective electrode (ise) degasser, changed syringe seals, cleaned the bottle filter, checked tubing and connections, and performed ise checks. On the field service engineer's (fse) initial service visit, he changed several valves and the ion-selective electrode (ise) degasser. He checked the tubing and connections due to an alarm in the diluent flow path upon startup. He checked the connectors for the valves and replaced another valve. He again started up the analyzer with no alarms. He changed the ise syringe seals and diluent bottle and cleaned the bottle filter. On the fse's follow-up service visit, he replaced more valves, primed the diluents, and primed the flow path with no issues. He performed an ise check with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.